Manufacturer narrative:
Concomitant medical products: en1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post implantable pulse generator (ipg) replacement surgery. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.